Event description:
It was reported that during a procedure, after 10mins and 58s of lasing time and 62,387 joules of fiber use, the fiber started to fire from the end of the cap. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. There were no damages or defects observed that would have contributed to the reported event; therefore, the reported complaint was not confirmed. The glass cap exhibited no devitrification. The metal cap exhibited mild charred detritus adhesion on its surface. The fiber was tested with hene laser fixture, and there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a procedure, after 10mins and 58s of lasing time and 62,387 joules of fiber use, the fiber started to fire from the end of the cap. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.